Event description:
Pt was hospitalized with nausea and vomiting. During the hospitalized it was noted that the cassette on her cadd pca pump was dislodged. Nursing agency who reported problem felt that pt's morphine was the cause of the nausea and vomiting that hospitalization was caused by free flow from insufficient cassette attachment. Once problem with pump was corrected pts condition improved and she was discharged from hospital on 9/4/96.